Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure, the guidewire got stuck to the sensor and while pulling the guidewire back the sensor was pulled along. The physician tried troubleshooting which resolved the issue. Reportedly, the sensor is placed in the targeted area and was calibrated. Also, no adverse patient consequences were reported.